Event description:
Same case as MDR ID #2134265-2012-07931. (B)(4). It was reported that post a percutaneous coronary intervention procedure, patient experienced restenosis. During an unknown time, a taxus liberte stent was placed in the first target lesion located in the proximal right coronary artery (rca). During an unknown time a taxus liberte stent was placed in the second target lesion located in the distal right coronary artery (rca). In (B)(6) 2012, the patient was hospitalized for coronary restenosis of the mid rca. The 3.5 x 38 mm lesin was 60% stenosed. The target lesion was treated with pre dilation and placement of a non bsc stent, resulting in 0% residual stenosis. The following day the event was considered recovered.

Event description:
Same case as MDR ID# 2134265-2013-01522. It was further reported (B)(6) 2009 a 99% stenosed and 32mm de-novo target lesion located in the proximal right coronary artery with a reference vessel diameter of 3.50mm was treated with pre-dilation and placement of a 3.5x32mm taxus liberte stent. Post dilation was not performed. Following stent placement residual stenosis was 0% and a timi flow grade of 3 post procedure. A 90% stenosed and 32mm long de-novo second target lesion located in the distal right coronary artery with a reference vessel diameter of 3.50mm was treated with pre-dilatation, placement of a 3.50x32mm taxus liberte stent and a 2.75x32mm taxus liberte stent with no gaps. Post-dilatation was not performed. Following stent placement residual stenosis was 0% and timi flow grade improved to 3 post-index procedure. The patient was discharged on aspirin and ticlopidine hydrochloride. In (B)(6) 2012 the patient was hospitalized for coronary restenosis of the 60% stenosed and 38mm long lesion associated with ischemic symptoms (stress test positive), located in the mid right coronary artery with reference vessel diameter of 3.50mm. The lesion was treated with balloon angioplasty and placement of a non bsc stent. Post placement of the non bsc stent residual stenosis was 0% and timi flow grade was 3. In (B)(6) 2012 the coronary restenosis subsided and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).